Event description:
The stimulation is turning off. A surging sensation was reported, stimulation is increasing on its own. Last week the patient was programmed with adaptive stimulation and when she left the office everything was good. Two days ago the company representative got a call from the patient stating that in certain positions, lying left/right and sometimes when she sits, the stimulation turns off. Today the battery was reoriented and reprogrammed to a point where the patient liked her coverage, but claimed the lying left/right situation was still present. Programming was done correctly and it was confirmed when the patient was in particular positions the patient programmer (pp) confirms the position is correct. Electrode impedances were ran and jumped between a few different reference electrodes, confirmed they were all around 1200-1300 with nothing out of range. The patient felt a sharp pull when she bent over approximately a month ago, it was stated the patient felt the battery ¿pull.¿ today when the patient stood up out of bed, when the stimulation ¿kicked in¿ it was higher than what it should have been, was at 2.9v when it should have been 2.6v. Sometimes when the patient is standing up she feels stimulation turned off and she checks it with the pp and confirms the implantable neurostimulator (ins) is actually off (no lightning bolt). The company representative confirmed there is a (B)(6) or greater symptom reduction. The cause of the event was not determined. The patient is keeping a diary about her adaptive stimulation. The patient is good, has good stimulation coverage in her low back and leg. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n331453, implanted: 2014-(B)(6), product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).